Event description:
Customer alleges the seat has a crack on the left side and along the back. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9630-1, serial number/date code and age of product are unknown at this time. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's preexisting medical condition states that he had knee surgery in 2011. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that he purchased the commode in (B)(6) 2011 after his knee surgery and in (B)(6) 2011 the seat cracked on the right side. Now the left side and the back are allegedly cracked also. The commode has been replaced per the consumer. No injury reported.